Manufacturer narrative:
(B)(6). The reported fast-fix 360 curved needle delivery system assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no ts or suture remain on the delivery needle or were returned. The actuator is in its t2 post deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported non-deployment cannot be confirmed. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery there was a deployment issue, the suture was not effective and the customer had to do another suture. A back up device was available to complete the procedure with no patient injury or other complications reported. It is unknown if there was a delay. Results of investigation have concluded that the actuator was in t2 post deployment position indicating a complete deployment; which indicates that the t2 was deployed but would not stay anchored, this makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.